Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin was not working. The customer received a battery out limit and was unable to clear it. The insulin pump was exposed to water and the screen under it shows moisture. The customer stated that the buttons were not responding. The customer also reported that the time advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage to the electronic assembly noted. Unable to perform any test due to blank display. The test reservoir p-cap was able to lock in place.